Event description:
The customer reported "the device went inop while in normal ventilation." No patient involvement reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.